Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of stroke and thrombosis are listed in the xact instruction for use as known potential adverse effects. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure earlier in the day was to treat a lesion located in the heavily tortuous left internal carotid artery. An 8 x 40 mm xact stent was placed successfully and was confirmed to be fully apposed to the vessel wall on angiography. The patient left the cath lab. Approximately 5 hours later the patient experienced a stroke and was brought back to the cath lab. An acute 60% thrombotic lesion was observed with thrombosis inside the previously deployed xact stent. Thrombectomy followed by balloon angioplasty was performed for treatment fully restoring blood flow. The patient has fully recovered. No additional information was provided.